Manufacturer narrative:
One device was received for evaluation. Visual inspection found a bubbled dso seal, scratched lcd lens, missing battery door, and a damaged battery compartment. There was no evidence in the event history log, functional testing was able to duplicate the reported problem. It was determined that the most probable cause was a bad dso sensor. The sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a cassette alarm. The product fault occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.